Event description:
This patient presented to cath lab for atrial septal defect (asd) closure. The asd was closed with gore cardioform septal occluder. Post procedure device placement confirmation with tee revealing an unidentified object attached to the distal portion of the asd closure device. Object thought to be tissue. Decision was made to take patient to the or to have the object removed. The gore atrial septal defect device was removed and the asd was closed with autologous pericardium. The gore cardioform septal occluder is preloaded into a delivery system. After placing a wire in the left upper pulmonary vein, the entire system is brought into the left atrium over that wire. The delivery system is a "monorail" system and the delivery catheter is a not tapered end hole catheter. Given this particular design it is possible that something may get caught inside the end hole catheter in the space in-between the wire and the very end of the catheter while it is advanced from the inferior vena cava into the left atrium. In this particular case the patient had some remnants of the septum primum inside his secundum asd that could got caught inside the delivery catheter, but no resistance was felt while advancing the delivery system from the right atrium into the left atrium at any time. Manufacturer response for asd septal occluder 30 mm, gore cardioform septal occluder (per site reporter). Vendor was present during procedure and was reported to plan to file with FDA maude.

Event description:
This patient presented to cath lab for atrial septal defect (asd) closure. The asd was closed with gore cardioform septal occluder. Post procedure device placement confirmation with tee revealing an unidentified object attached to the distal portion of the asd closure device. Object thought to be tissue. Decision was made to take patient to the or to have the object removed. The gore atrial septal defect device was removed and the asd was closed with autologous pericardium. The gore cardioform septal occluder is preloaded into a delivery system. After placing a wire in the left upper pulmonary vein, the entire system is brought into the left atrium over that wire. The delivery system is a "monorail" system and the delivery catheter is a not tapered end hole catheter. Given this particular design it is possible that something may get caught inside the end hole catheter in the space in-between the wire and the very end of the catheter while it is advanced from the inferior vena cava into the left atrium. In this particular case the patient had some remnants of the septum primum inside his secundum asd that could got caught inside the delivery catheter, but no resistance was felt while advancing the delivery system from the right atrium into the left atrium at any time. Manufacturer response for asd septal occluder 30 mm, gore cardioform septal occluder (per site reporter). Vendor was present during procedure and was reported to plan to file with FDA maude.

Event description:
This patient presented to cath lab for atrial septal defect (asd) closure. The asd was closed with gore cardioform septal occluder. Post procedure device placement confirmation with tee revealing an unidentified object attached to the distal portion of the asd closure device. Object thought to be tissue. Decision was made to take patient to the or to have the object removed. The gore atrial septal defect device was removed and the asd was closed with autologous pericardium. The gore cardioform septal occluder is preloaded into a delivery system. After placing a wire in the left upper pulmonary vein, the entire system is brought into the left atrium over that wire. The delivery system is a "monorail" system and the delivery catheter is a not tapered end hole catheter. Given this particular design it is possible that something may get caught inside the end hole catheter in the space in-between the wire and the very end of the catheter while it is advanced from the inferior vena cava into the left atrium. In this particular case the patient had some remnants of the septum primum inside his secundum asd that could got caught inside the delivery catheter, but no resistance was felt while advancing the delivery system from the right atrium into the left atrium at any time. Manufacturer response for asd septal occluder 30 mm, gore cardioform septal occluder (per site reporter). Vendor was present during procedure and was reported to plan to file with FDA maude.